Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited an episode of non sustained ventricular tachycardia due to noise. Myopotential oversensing was suspected. Programming changes were discussed. No further information was reported.

Event description:
New information received stated that the patient was asymptomatic and programming changes were not made.